Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device broke. Several red lights were observed on the generator. An active portion of jaw broke off and fell into patient¿s abdomen. The broken piece was retrieved without incident. The surgeon used a competitive device to finish the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one scd396 was returned for evaluation. The scd396 had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the device was within the assigned expiration date at the time of the reported incident. The returned device did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was not returned with the device. The customer reported that a component disengaged into cavity and was retrieved. The reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be due to the device not being used as intended. The device instructions for use (IFU) currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The IFU also advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. The failure identified is captured in the current risk management documents. If information is provided in the future, a supplemental report will be issued.